Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be no restarts. Additionally, during data investigation an early sensor expiration was observed. The probable cause of the early sensor expiration was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor stopped working, no exact error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.